Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-02466. The pt received two scs leads from the lead lot number. It was reported the pt experienced persistent burning at his scs ipg site. The pt stated he allowed the battery to deplete and the burning subsided. In addition, the pt complained his stimulation was not helping him anymore. The pt's entire scs sys was removed on (B)(6) 2014.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.